Manufacturer narrative:
B3 - date of event: event date not reported and estimated to the first day of the month based on the aware date. E1 - initial reporter city: (B)(6). Device eval by MFR: the device was received, and analysis completed. The device was received with the stent fully constrained in the correct position on the delivery system. The investigator successfully deployed the stent without issue. No damage or issues were noted with the deployed stent. A visual examination found no kinks or issues with the sheath of the device. A visual and tactile examination identified no issues with the tip of the device. No damage or issues were noted with the handle of the device.

Event description:
It was reported that the stent partially deployed. An epic self-expanding stent was selected for use to treat an occlusion. While deploying the stent, the stent could not be completely released. The stent and shaft were moved. A new device, same model was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the stent partially deployed. An epic self-expanding stent was selected for use to treat an occlusion. While deploying the stent, the stent could not be completely released. The stent and shaft were moved. A new device, same model was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 - date of event: event date not reported and estimated to the first day of the month based on the aware date. E1 - initial reporter city: (B)(6).